Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the patient line separated from the cartridge due to a cartridge adhesive failure. Subsequently, a cartridge change error message occurred after the cartridge fell out of the pump. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 264 mg/dl.